Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was this device a new device or a reused device? A new device. What shape was clip? U. Was clip malformed? Yes. Did clip not close all the way? Yes. Was clip scissored? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality the device was cycled, fed, and formed 3 conforming clips as intended and the remaining 9 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, it was impossible to close the clips correctly. No patient consequences reported. Procedure was completed with same like device.